Event description:
Child was rooming in with mother in the pediatric intermediate intensive care unit in preparation for discharge. On trach collar during the day, connected to bipap during night time hours. Mother summoned help, claims bipap was disconnected from trach and did not hear alarm. Claims she heard pulse ox alarm. Staff responded immediately. Resuscitation efforts were unsuccessful.